Event description:
As reported through our united states affiliate per a literature article: 'contrast-free percutaneous pulmonary valve replacement: a safe approach for valve-in-valve procedures'. This was a single center study where all patients had undergone percutaneous pulmonary valve replacement (ppvi) over the preceding two years accounting for a change in practice whereby contrast free ppvi had been offered in that time period. Twenty-one patients were identified for listing for minimal or zero-contrast ppvi and vascular access for valve deployment via a femoral venous approach in all patients. This complaint is for the one patient that had a significant complication requiring re-intervention 3 months after discharge and needed a 2nd 23 mm sapien valve implanted within the stent. The patient re-presented 17 days after his valve implantation with dysphagia, dysphonia and shortness of breath, which were felt to be symptomatic of a slowly expanding pseudoaneurysm. A CT angiography demonstrated an extensive hemomediastinum secondary to a small rvot perforation with complete obliteration of esophageal patency and significant tracheal obstruction. The pseudoaneurysm and its attendant symptoms eventually resolved. The actual date of event is unknown.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), rupture of the rvot is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the rupture cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: edwards reviewed the article 'contrast-free percutaneous pulmonary valve replacement: a safe approach for valve-in-valve procedures' b o'callaghan et al. Postepy kardiol interwencyjnej. 2021 jun17(2):200-209. Doi: 10.5114 aic.2021.107500. Valve remains implanted.